Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device was provided to the customer.

Event description:
During inspection, it was reported that the device displayed all three (wrench, attention, charge pak) icons and failed to power on. There was no pt use associated with the event.